Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that poor drainage occurred in ward 7. It was left in place for about an hour during op, but no urine leakage was confirmed during surgery. After that, no urine leakage was confirmed in the ward, so it was removed and another balloon was placed, and urine leaked. This is considered to be an unprecedented incident because sterile water did not come out of the tip even when flushing the drainage lumen with the defective product. The nurse who discovered it said that the tip eye was not open, but the head op nurse and the representative confirmed that there was a thin slit at the tip. Per additional information received, it was reported that the summary of the report has been changed from back urinary leakage to poor drainage

Event description:
It was reported that poor drainage occurred in ward 7. It was left in place for about an hour during op, but no urine leakage was confirmed during surgery. After that, no urine leakage was confirmed in the ward, so it was removed and another balloon was placed, and urine leaked. This is considered to be an unprecedented incident because sterile water did not come out of the tip even when flushing the drainage lumen with the defective product. The nurse who discovered it said that the tip eye was not open, but the head op nurse and the representative confirmed that there was a thin slit at the tip. Per additional information received, it was reported that the summary of the report has been changed from back urinary leakage to poor drainage.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA: 11881143 has been initiated to investigate root cause. The reported event is confirmed manufacturing related. Visual evaluation noted received 1 all-silicone foley catheter with 2 syringes and drainage bag. Verified material number 119314. Attempted to flush drainage lumen using water however drainage lumen could not be flushed as blockage was present along drainage lumen. The scope of CAPA: 11881143 is applicable for this product, lot number failure mode, and reported in this complaint. Also received 7 photo samples showcasing the following: 1) top view of urine bag, catheter, and both syringes used for reported event. 2) top view of trifurcation site. 3) end of catheter with deflated balloon. 4) inflation cap. 5) top view of sample port. 6) date code on drainage bag. 7) top view of document written in native language. Labelling review is not required as labelling would not have prevented the reported event. DHR review is not required as no lot number was received for the reported event. Based on the results of the investigation no additional actions are required at this time. Correction: e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date on 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that poor drainage occurred in ward 7. It was left in place for about an hour during operation, but no urine leakage was confirmed during surgery. After that, no urine leakage was confirmed in the ward, so it was removed and another balloon was placed, and urine leaked. This is considered to be an unprecedented incident because sterile water did not come out of the tip even when flushing the drainage lumen with the defective product. The nurse who discovered it said that the tip eye was not open, but the head op nurse and the representative confirmed that there was a thin slit at the tip. Per additional information received, it was reported that the summary of the report has been changed from back urinary leakage to poor drainage.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed manufacturing related. No actions can be taken at this time since a root cause was not identified. The scope of CAPA 11881143 is applicable for this product. Visual evaluation noted received 1 all-silicone foley catheter with 2 syringes and drainage bag. Verified material number 119314. Attempted to flush drainage lumen using water however drainage lumen could not be flushed as blockage was present along drainage lumen. DHR review is not required as no lot number was received for the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: h, UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that poor drainage occurred in ward 7. It was left in place for about an hour during op, but no urine leakage was confirmed during surgery. After that, no urine leakage was confirmed in the ward, so it was removed and another balloon was placed, and urine leaked. This is considered to be an unprecedented incident because sterile water did not come out of the tip even when flushing the drainage lumen with the defective product. The nurse who discovered it said that the tip eye was not open, but the head op nurse and the representative confirmed that there was a thin slit at the tip. Per additional information received, it was reported that the summary of the report has been changed from back urinary leakage to poor drainage